Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found the stent detached from the sds, and the entire length of the stent stretched and damaged. The stent outer diameter measured at time of manufacture was within maximum crimped stent profile measurement. The balloon was reviewed, and the balloon cones appear folded, and crimp markings are evident on the exposed balloon wall. A visual and microscopic examination of the bumper tip found no evidence of tip damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed, 18mm x 3mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged. The physician withdrew the dislodged stent. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Age at time of event - (B)(6) years.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed, 18mm x 3mm target lesion was located in the severely tortuous and calcified left anterior descending artery. A 3.00x20mm promus element drug-eluting stent was advanced for treatment. However, during the procedure, the stent was dislodged. The physician withdrew the dislodged stent. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.